Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excruciating pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), post procedural haemorrhage ("bled heavy for three months/loosing clots"), migraine ("migraines"), amnesia ("memory loss"), dyspareunia ("horrible pain in my pelvic to the point of were im crying after intercourse"), abortion spontaneous ("miscarriage"), back pain ("back pain") and menorrhagia ("my periods it has went from lasting five days to lasting three weeks/very heavy n a lot of clots") and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (scheduled to have my tubes removed). At the time of the report, the pelvic pain, abdominal distension, post procedural haemorrhage, migraine, amnesia, dyspareunia, pregnancy with contraceptive device, abortion spontaneous, back pain and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, amnesia, back pain, dyspareunia, menorrhagia, migraine, pelvic pain, post procedural haemorrhage and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : abdominal distension, abortion spontaneous, amnesia, back pain, dyspareunia, menorrhagia, migraine, pelvic pain, post procedural haemorrhage and pregnancy with contraceptive device based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('excruciating pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), post procedural haemorrhage ("bled heavy for three months/loosing clots"), migraine ("migraines"), amnesia ("memory loss"), dyspareunia ("horrible pain in my pelvic to the point of were im crying after intercourse"), abortion spontaneous ("miscarriage"), back pain ("back pain") and menorrhagia ("my periods it has went from lasting five days to lasting three weeks/very heavy n a lot of clots") and was found to have a pregnancy with contraceptive device ("pregnant"). The patient was treated with surgery (scheduled to have my tubes removed). At the time of the report, the pelvic pain, abdominal distension, post procedural haemorrhage, migraine, amnesia, dyspareunia, pregnancy with contraceptive device, abortion spontaneous, back pain and menorrhagia outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abortion spontaneous, amnesia, back pain, dyspareunia, menorrhagia, migraine, pelvic pain, post procedural haemorrhage and pregnancy with contraceptive device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : abdominal distension, abortion spontaneous, amnesia, back pain, dyspareunia, menorrhagia, migraine, pelvic pain, post procedural haemorrhage and pregnancy with contraceptive device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.